Event description:
Additional information stated the patient¿s physician could not remember the patient¿s name. It was noted the physician stated ¿if it was a continued problem he would remember.¿ additional information noted the patient¿s physician ¿did not remember needing to call the manufacturer¿s technical services regarding the case¿ and the physician had ¿no patient who was needing surgical revisions¿ at the time of report.

Event description:
It was reported that a consulting physician has seen impedances as high as 20,000 ohms and then it would suddenly go away. It was stated that the physician does not change a lead or assume a broken lead. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that thepatient recovered and was getting effective therapy after the event. The manufacturer representative was to follow up with the physician.